Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified left coronary artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation; however, during the second inflation at 18 atmospheres, the balloon ruptured when it came in contact with the stent graft. The procedure was completed with a different device. No patient complications nor injuries were reported.